Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the doctor was implanting a trileap 2nd/3rd tmt plate. The doctor drilled for a 3.0 trileap screw; a drill guide wasn't used. The doctor then determined to use a locking screw. An 18mm, 3.0 locking screw was inserted, but didn't lock into the plate. Doctor thought a thread potentially stripped off the screw. Per technique with a 3.0 locking screw, doctor proceeded with drilling the near cortex with the 3.5mm lag bit to prepare the near cortex to assist the screw with seating. A new 18mm, 3.0 locking screw was selected to be implanted. This screw didn't lock into the plate either. It couldn't be determined whether the locking hole was damaged or if the shoulder of the 3.0 locking screws prohibited the screw from properly seating into the locking hole in the plate. Doctor then chose to implant a 3.5 cortex screw, which was successfully implanted. Procedure was completed successfully with a minimal delay.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.